Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Due to the gonarthrosis in the right knee, algia and instability of the knee, the tibial insert and patella prosthesis were replaced. Primary surgery took place in 2014.